Manufacturer narrative:
A video was returned to product performance engineering. The video appeared to show the catheter tip electrode intermittently flashing between red and green with the force arrow not being displayed, but was still shifting around on the display and not frozen in place. Electrodes 1-2, the tip thermocouple, the magnetic sensor and polarity orientation met specifications during electrical testing with no open or short circuits detected. No anomalies were noted during dissection of the distal shaft. The catheter was connected to an ampere generator and saline bath and no error messages or anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing reference: 3005334138-2023-00201, 3005334138-2023-00202 during the atrial fibrillation procedure, communication and noise issues resulted in procedural delays which required multiple catheter exchanges. When the catheter was inserted into the heart chamber and navigation was displayed in voxel mode, it was noted that the tip electrode of the catheter was displayed in flashing red light, and the arrow cone was not displayed. The intracardiac electrocardiogram also showed a purple line for electrodes 1-2, and no potential was displayed. Re-validation, magnetic field set, and rebooting the ensite piu did not improve the issue. The catheter was replaced but the issue was not resolved. The catheter was replaced again but the issue persisted. The catheter was replaced a third time and the issue was resolved. The procedure was completed with no adverse consequences to the patient.